Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high thresholds upon closure of the pacemaker pocket. Blood was noted in the lead body.